Event description:
It was reported this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 14f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, two prostyle devices were successfully pre-placed and the procedure was completed. The knot of the first suture was successfully advanced. However, the knot on the second device snapped during advancement. An additional prostyle was inserted, but the suture did not deploy as a cuff miss occurred. A fourth prostyle was inserted, but again, a cuff miss occurred. Therefore, a fifth prostyle device was inserted, and steps 1-3 were successfully performed. However, the operator pulled the device back before lowering the lever (step 4). This caused the cuffs [foot] to become entangled in the sutures. The device was manually opened and troubleshooting was attempted. However, the device was unable to be removed from the anatomy. Therefore, a cutdown was performed to fully remove the device. Hemostasis was then achieved via manual suturing. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. In this case, it is possible that the tensioning of the suture was knot coaxial during not advancement and contributed to the reported suture separation. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report.